Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver 2.8c. Pump passed displacement test. Pump received with cracked case behind the pump at the corner of the belt clip rails.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.